Event description:
It was reported that the lead integrity alert (lia) triggered and the patient presented as a result of inappropriate shock from the right ventricular (rv) lead due to noise and high impedance with suspected fracture. Loss of rv capture was noted with the rv lead prior to replacement. It was also reported that the right atrium (ra) lead exhibited noise and was oversensing. The rv lead was capped and replaced and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary (B)(4): the device was not returned for analysis. Performance data collected from the device was analyzed and analysis of the device memory indicated the lead integrity alert (lia) triggered on (B)(6) 2013, due to meeting the conditions for non-sustained tachycardias (nst) and ventricular-short interval counts (v-sic). There were fifteen nst episodes of - 220 ms v-v cycle are recorded on (B)(6) 2013 and 2360 of 3548 lifetime v-sic occurred since (B)(6) 2013. Concomitant products: d234drg implantable cardioverter defibrillator (ICD). (B)(6) 2010. A 5076-52 implantable pacing lead (ipl), (B)(6) 2010. (B)(4).